Event description:
It was reported that during implant, high out of range impedance was observed. The lead was tested again with the same results. The lead was not use and was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.